Manufacturer narrative:
Batch review performed on 06 february 2018. Lot 166128: (B)(4) items manufactured and released on 07 december 2016. Expiration date: 2021-11-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Minimax cementless anatomical stem left size 8 reference (B)(4). Lot 100100: (B)(4) items manufactured and released on 26 mar 2010. Expiration date: 2015-02-28 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Visual inspection performed on 30 january 2018 by packaging and washing manager: from the visual inspection the presence of evident scratches on the inner blister were confirmed; it was concluded that the failure evidently occurred due to forces experienced during transportation. This was indicated to be correlated to the packaging configuration.

Event description:
During surgery the stem packaging was found damaged and broken (hole). A second stem of the same size was opened: the packaging was damaged, but in better condition compared to the previous one, so it was implanted.